Event description:
It was reported that the patient's knee was revised due to a non-healing wound and possible infection. Open debridement, revision of tibial polyethylene component, and insertion of resolvable antibiotic beads was performed.

Manufacturer narrative:
Review of surgical report dated (B)(6) 2009, did not reveal indications that the recommended surgical technique was not followed. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.